Manufacturer narrative:
The investigation found the instrument was working within specifications. The result rounding and the interpretation were correct. No product problem was found.

Manufacturer narrative:
The investigation determined the system software applies the interpretation prior to rounding of the result. Per product labeling for the assay "all initially reactive samples should be redetermined in duplicate with the elecsys (B)(6) combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms.

Event description:
There was an allegation of a questionable (B)(6) combi pt elecsys result interpretation from the cobas 8000 cobas e 602 module. The initial result for the sample was (B)(6) and the interpretation of (B)(6) was applied to the result. The result was then rounded to (B)(6) by the system software. The customer questioned the interpretation of the initial result as per product labeling results with a cutoff index = 1.0 are considered reactive in the elecsys (B)(6) combi pt assay. The sample was repeated and the results were (B)(6). No questionable result was reported outside of the laboratory. The customer reported the result as (B)(6). Information concerning if the customer performed confirmatory testing was requested but has not yet been provided. The reagent lot number was 53282700. The expiration date was requested but was not provided.